Event description:
Boston scientific (bsc) crm received info that a revision procedure for device migration was being performed one month post implant. During the revision procedure, it was noted that the right ventricular (rv) lead was dislodged. An attempt was made to reposition the lead, however the stylet would not advance down the lead even after the suture sleeve was cut off. The rv lead was explanted and a non-bsc lead was successfully implanted.